Manufacturer narrative:
This report is being supplemented, to provide additional information, based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated, where no abnormalities were found that could have led to the positive culture. A few defects were noted, including leakage from the scope connection cover, insulation failure at the distal end, the light guide lens was chipped, the distal end cover was scratched, the objective lens was scratched, the bending section glue was peeling, the scope connection cover was cracked, there was play on the angulation control knob, and there was insufficient up and down angulation. Preventative maintenance of exchanging the biopsy channel was also performed. However, these defects are not considered, sever enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for over 154 colony forming units (cfus) of unspecified aerobic microorganisms. Enterobacteria and serratia marcescens were identified. All channels were sampled. This event occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has been returned to olympus but the evaluation has not been completed. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer aspirates/suctions the water from the channels and rinses the air/water and the auxiliary washing channels. The customer uses detergent aniosyme x3 for pre-cleaning and manual cleaning. During manual cleaning, the customer brushes the operating/suction channels, suction piston, opening of the water channel, and the distal end/area around the elevator. The customer uses brushes tee care 17060 and enr kit 05 200. To clean the scope, the customer uses a semi-automatic peristaltic pump. Olympus is the customer¿s maintenance company. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.